Manufacturer narrative:
Review of received information: on-site investigation was performed by our field service engineer. According to received information, the ac/dc converter is damaged. A cloud of acid has spread over the printed circuit boards. Moreover, the customer reported seeing a cloud of smoke around the device.

Event description:
It was reported that the ventilator had an overvoltage issue. There was no patient harm. Manufacturer's ref. #: (B)(4).